Manufacturer narrative:
The pump passed displacement test. The pump was received with normal operating currents. No unexpected low battery alarm was noted. The pump gave a motor error alarm during the basic occlusion test due to a loose /flush drive support disk. The motor was tested outside of the device, and it passed. Unable to verify other error alarms in the alarm history due to and over written history file. The pump had a cracked case at the display window corners, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during an infusion set change and low battery alert. Customer does not recall any significant events leading to the error. Customer's blood glucose was 135 mg/dl at the time of incident. Troubleshooting was done for motor error and found that the pump also alarmed motor position encoder error. The customer declined troubleshooting for low battery. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.